Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 25jul2019. The customer's biomed confirmed the led failure. The manufacturer's field service engineer (fse) performed remote troubleshooting and advised biomed to replace the power management. The customer reported he replaced the ui pcba which did fix error code. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an error code (alarm led failure). There was no patient involvement.